Event description:
It was reported that a patient experienced a cardiac arrest and had to be reanimated. Saturation was low from the start of the procedure, and an airway was inserted but no improvement was observed. Blood gas measurements showed no abnormalities, so the procedure was continued. However, after pvi was completed, additional thiopental sodium was administered in preparation for intracardiac dc. At that time, the blood gas had a high co2 value. The atrial fibrillation did not stop with intracardiac dc, and even with external dc, the atrial fibrillation did not stop. After that, breathing stopped, and then blood pressure dropped, so cardiac massage was performed. The patient regained consciousness, blood pressure returned to normal, and there were observable movements and reflexes in response to pain. It seems likely that the issue occurred due to pre-existing low cardiac function and complications with anesthesia (sedation management). The physician believes that the device was not the cause. It was unknown, but no problems were pointed out by the physician. The catheter used was discarded.